Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the sensor was giving inaccurate readings. The customer reported that the sensor kept triggering threshold suspend feature. The customer's blood glucose was 94 mg/dl and sensor glucose was 215 mg/dl at the time of incident. The customer's blood glucose was 95 mg/dl and sensor glucose was 46 mg/dl at the time of call. The representative explained to the customer how the glucose travels in the body. The sensor will not be returned for analysis.